Event description:
A patient was admitted with pneumonia and went into respiratory failure. Physician was utilizing triple lumen catheter kit when the j wire could not be removed after catheter insertion. Entire catheter removed with j wire intact inside the catheter. Second multilumen cvc kit utilized without problem.actual kit given rep with teleflex medical for quality analysis. No feedback at of time of the report.